Event description:
Pt at home unmonitored on oxygen via nasal cannula was found to have desaturated and was resuscitated by her father. Her father discovered that one of the tubes on the cannula was disconnected at the wye junction.